Event description:
The pt was sitting in a chair. When he stood up, he felt no stimulation. The implantable neurostimulator amplitude was increased to 5.0 volts and the pt still felt no stimulation sensation. There was no trauma or falls associated with the complaint. The pt was at home at the time of the call; his status was reported as 'good'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.